Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the shunt sensor leaked. The product was not changed out. The surgery was completed successfully. There was 1cc of blood loss. There was no pt injury.

Manufacturer narrative:
Terumo has received the actual device for investigation; however, the investigation is not yet complete. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).